Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered repeated insulin doses shortly after a normal lunch, prompting the user to disconnect from the device, ingest oral glucose and carbohydrates, and later switch to a backup pump. Symptoms included low blood glucose measured at approximately 80 mg/dl with values outside the target range for an estimated 20 minutes. Outcomes included self-treatment with oral glucose and carbohydrates without medical intervention or hospitalization. Investigation included troubleshooting and education and review of available usage information. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.